Manufacturer narrative:
Device expiration date unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint as it was unknown. Therefore, a review of the device history record could not be conducted. Manufacture date unknown.

Event description:
It was reported that a bd vacutainer® k2 edta (k2e) plus blood collection tube was smeared/dirty upon receipt.